Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made, and the customer reported being hospitalized with high blood glucose of 722mg/dl. The customer experienced chest pain, nausea, headache, frequent urination, and high ketones. The customer was in the hospital for four days. No further information was provided.